Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. Blood glucose at the time of the admission was unknown. The customer was not wearing the insulin pump during the hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis.